Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The device is part of the advisory for this model.

Event description:
It was reported that prior to implantation, the device was interrogated and an "elective replacement indicator (eri) imminent" message was displayed on the programmer. The device was not implanted and different device was implanted. No patient complications were reported as a result of this event.